Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl and the cause was not known. A corrective bolus was delivered to address the bg level. A pump system check was performed and no device issue was identified. At the time of the report, the bg had dropped to 219 mg/dl. The customer declined tandem technical support's offer to follow up.